Event description:
The customer reported that the device was displaying error code consistent with pulse primary audio failure. It was unknown how the issue was found, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Customer confirmed the part ordered was replaced, tested and unit was put back into service.